Event description:
It was reported that the patient went to the emergency room after having multiple syncope episodes and falling. It was also reported that the device was at elective replacement indicator, there may be possible premature depletion, and 6 second pauses in pacing were noted. The electrophysiologist assumed that there was an intermittent noise problem that could not be replicated with testing. The device was removed and replaced. The pace/sense portion of the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned and analyzed. The battey depletion was found to be normal and met expected longevity.